Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported the patient's right hip was revised due to trunnionosis and pseudo tumor. A head and slightly discolored liner exchange was performed. Rep reported that no further information will be released by the hospital or surgeon.